Manufacturer narrative:
A review of the manufacturing documentation associated with lot 15258173 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the medical records indicate that the patient has a history of pulmonary embolism (pe) and refused coumadin therapy. During the implantation procedure via the right internal jugular vein, the filter was deployed at the l3 level caudal to the renal veins. According to the information received in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). It is stated that the filter was unable to be retrieved as it was too risky to attempt. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from anxiety.

Manufacturer narrative:
According to the information received in the patient profile short form, the patient reported a post implantation pulmonary embolism (pe). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary embolism (pe) and refused coumadin therapy. During the implantation procedure via the right internal jugular vein, the filter was deployed at the l3 level caudal to the renal veins. Per the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). It is stated that the filter was unable to be retrieved as it was too risky to attempt. However, there have been no attempts made to remove the filter. The patient also reports anxiety. According to the information received in the patient profile short form, the patient reported a post implantation pulmonary embolism (pe). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Pe, blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary embolism (pe) and refused coumadin therapy. During the implantation procedure via the right internal jugular vein, the filter was deployed at the l3 level caudal to the renal veins. According to the information received in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). It is stated that the filter was unable to be retrieved as it was too risky to attempt. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15258173 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.